Event description:
Information was received from a manufacturer¿s representative regarding a patient receiving a dose of 583.5mcg/day at a concentration of 2000mcg/ml of gablofen baclofen via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a non-critical alarm was occurring due to due to an elective replacement indicator (eri). The patient did not hear any beeping, but the rep confirmed the eri alarm was occurring. The eri was noted as being unexpected and sounded prematurely on (B)(6) 2016. No symptoms were reported. A replacement was planned to be scheduled for before the ¿replace by¿ date displayed on the programmer. On (B)(6) 2016 it was reported that the pump was replaced last night and the pump will be returned to manufacturer for analysis. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.